Manufacturer narrative:
It was determined the root causes for this event were insufficient product maintenance by the customer, and, the customer was using etcher solution that was not fresh during daily ise maintenance. No further falsely low results have been reported since using fresh etcher solution. No adverse events were reported.

Event description:
The user stated the ion selective electrode (ise) sodium results were low for one week. The user replaced the etcher solution, performed electrode service, calibration and quality control. Patient samples were then repeated. The user provided data for two patient samples. Patient sample 1 original result was 128 mmol/l with a data flag and the repeat result was 138 mmol/l. Patient sample 2 was from a (B)(6) female. The original result was 128 mmol/l with a data flag and the repeat results were 139 mmol/l with a data flag and 139 mmol/l. The original results were reported outside the laboratory, but the user said he also put a message to the doctors that sodium was running low and not to base diagnosis on the results. He said when he repeated testing after maintenance, he "put a corrected result in." No adverse events were alleged regarding the issue. The lot number of the sodium electrode was 215024405. The etcher lot number was 21402304. The user declined a service visit and stated replacing the etcher resolved the issue.